Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the devices be received for eval.

Event description:
Customer reported lipids infusion expected to last over 6 hrs completed in 2 hrs. There was no report of pt harm or medical intervention. No add'l pt or event details were provided by the customer.